Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs assay (tnths) on a cobas e 411 immunoassay analyzer (e411). No erroneous results were reported outside of the laboratory. The sample initially resulted as 82 ng/ml. The sample was repeated twice, each time resulting as 7 ng/ml. No adverse events were alleged to have occurred with the patient. The tnths reagent lot number and expiration date were asked for, but not provided. The field service engineer found a slight drip on the sipper probe as it hovered over the rinse station. He ran performance testing and noted that parameter values drifted high compared to the last time he was on site. He replaced tubing. He performed a high voltage adjustment. He ran a blank cell calibration and this passed. He checked and confirmed that the probe alignment, probe dispensing, and mixer functionality was within specifications. He ran performance testing and it passed. The customer did not report any further issues since the service visit.